Event description:
It was reported that the customer's insulin pump alarmed failed battery test, and battery out of limit. It was also reported that the battery spring was dislodged. The customer's blood glucose value was 285 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: pump had blank display due to missing battery tube spring. Unable to verify failed battery test, off no power, battery out limit alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.